Event description:
A customer contacted beckman coulter (bec) to report that hemoglobin (hgb) rerun results obtained for a sample which was repeated within 24 hours of collection, did not match results obtained on the initial run on an unicel dxh 800 coulter cellular analysis system the results provided by the customer are shown in the attachment. The laboratory indicated that after the initial results were reported, another whole blood sample was collected from the patient and sent to the laboratory for retic analysis only. A cbc/retic panel was ordered on the new sample, and retic results were reported out as correct. The patient was transfused based on the reported initial cbc results and retic results obtained on the second sample processed by the laboratory. The customer believes the retic results reported from this specimen, were actually from another donor (see description below). A post transfusion cbc was collected the following day and results from the cbc were also considered correct. The patient was then discharged from the hospital. Per customer, the middleware remisol triggered a hgb delta check failure when the post transfusion cbc was reported. Upon reviewing the delta check failure, the customer discovered that cbc results obtained on the initial sample did not match results recovered from the second sample collected from the patient for retic analysis only. The laboratory suspects that the cbc collected for retic purpose only was not obtained from the same donor. The laboratory indicated that the discrepancy in results may have been related to a sample misidentification (mislabeling) issue during sample collection. Additionally, the customer decided to repeat the 2 samples involved in this event for confirmation and the results from the repeat samples did not meet the long term sample stability characteristics for refrigerated specimens for rbc and/or hgb parameters.

Manufacturer narrative:
A field service engineer (fse) went on-site and performed a verification of the instrument, including a system check for pressures, vacuum and hgb voltage, and found all to be within specifications. The cause for this event is likely attributed to use error; the customer indicated that the discrepancy in results from sample to sample may have been attributed to a mislabeling or sample collection problem. The samples did not meet the long term sample stability characteristics included in labeling.